Event description:
It was reported that the patient presented to the clinic complaining of falling the previous saturday. Upon interrogation, atrial noise was noted. The noise could not be reproduced by isometrics. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.